Event description:
The manufacturer received information alleging a ventilator was non-functional, and alarming for a high priority alarm. There was no harm or injury reported. The device was found to be infested with insects and was unable to be evaluated. The device was returned to the customer unrepaired per the manufacturer's protocol.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a high priority alarm and was not repaired due to insect infestation. The allegation stated the device was not functioning and alarming with a red screen. The device was evaluated at the manufacturer's service center and no malfunction of the device was observed. There was no evidence of insect infestation.